Event description:
It was reported that the patient experienced tamponade from a perforation that was associated with the right ventricular (rv) lead. The patient underwent pericardiocentesis. The rv lead was repositioned to the rv septum and remains in use. No further patient complications have been reported as a result of this event.